Event description:
This companion 2 driver was not supporting a pt. The customer reported upon receipt of the companion 2 driver, he conducted a routine system check and observed that the companion 2 driver would not recognize the external batteries. The customer also reported that the companion 2 driver was tested the following day with add'l batteries and the issue was resolved. The companion 2 driver was returned to syncardia for eval. The reported issue could not be duplicated in the lab at syncardia.

Manufacturer narrative:
This alleged failure mode poses a low risk to a pt, because the issue was observed when the driver was not supporting a pt. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as par of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.